Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the operation theatre, the md inserted the intra-aortic balloon (iab) sheathless over the spring wire guide (swg) via the patient's left femoral artery. Indication for use: shock. After inserting the iab into place, the md could not remove the swg from the iab. As a result, the iab and swg were removed as one unit. Another iab was prepped and inserted successfully. There was no reported patient death or injury. There was a delay/interruption in intra-aortic balloon pump (iabp) therapy for the timeframe required to prep and insert the second iab successfully. There were no reported patient complications. Medical/surgical intervention was not required. Patient outcome is okay.